Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, they were on vacation and the insulin pump stopped working due to moisture damage. Customer did not report any blood glucose levels. The customer did not have the serial number so customer was advised to call back. Customer called back and stated they also saw cracks on the back of the device. Customer stated the insulin pump's screen turned solid white for a while and then it turned off. The customer is unable to turn it back on. The device is returning for analysis.